Event description:
It was reported that during sheathed insertion, the iab became stuck in sheath. The clinician could not advance the iab forward. During the insertion difficulty, the tip of the catheter bent. The assembly was exchanged. There were no reported patient complications.

Event description:
It was reported that during sheathed insertion, the iab became stuck in sheath. The clinician could not advance the iab forward. During the insertion difficulty, the tip of the catheter bent. The assembly was exchanged. There were no reported patient complications.